Event description:
It was reported via repair work order that the foot end jack was stuck and could not fully raise and lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.